Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the large hem-o-lok clip applier instrument failed to apply the clips. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that there was no other issue with the functionality of the instrument. The instrument was used with the hem-o-lok large clip. The vessel was less than 13 mm in diameter. There was no patient injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting clipping failure, an investigation is in progress. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument did not apply and release the clip properly. Root cause attributed to residue on clamping pulley. Additional observation(s) not reported by site was that the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. As a result, the instrument was non-intuitive. Common causes of the failure mode are typically attributed to mishandling/misuse for example by improper cleaning/ reprocessing techniques, such as insufficient flushing. The complaint regarding clipping failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to residue on clamping pulley, which may result from improper cleaning/ reprocessing techniques, such as insufficient flushing. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted simple prostatectomy surgical procedure, the large hem-o-lok clip applier instrument failed to apply the clips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.